Manufacturer narrative:
UDI #: (B)(4). Additional narrative: the patient interface (pi) suction ring may loss suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss in the left eye (os) of a male patient during surgery while printing one eye after the laser was fired. It was reported that the right eye (od) completed, femtosecond laser (fs) and excimer. While treating the left eye (os), the doctor was 1/3 the way through the raster pattern and the suction broke. The account stated that the patient was squeezing his left eye. At this point, the doctor aborted the procedure and will be performing photorefractive keratectomy (prk) on the left eye (os) at a later date. It was stated that the left eye was the non-dominant eye.